Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received or evaluated on site. The service history review revealed no indication that the parts replaced during service caused or contributed to the reported event. The cause of the reported leakage event could not be determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from an ak 96 machine during hemodialysis therapy. The blood was returned to the patient, and the device was removed from the machine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.